Manufacturer narrative:
Additional information can be found in sections: g4, g7, h2, h10. On (B)(6)2020 , the following communication was received from the site robotics coordinator: the instrument issue was noted in central processing. The instrument was tagged and taken out of service at the time. The procedure that took place prior was successfully completed robotically with no harm to the patient. Based on the additional information, there is no change in the reportability decision: damage to the conductor wire within the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint of, "there are tears in the coating on the black cable located on the insulation piece." The instrument was found to have damage of the conductor wire¿s insulation. This failure is commonly caused by mishandling/misuse, such as collision of the instrument with a sharp object. The instrument passed the electrical continuity test. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.172" - 0.119" in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. Site history review: a review of the site's complaint history does not show any additional complaints related to this product. System log investigation: a review of the instrument log for the fenestrated bipolar forceps instrument (pn: 470205-17, batch-sequence: n12191014-0184) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4).the alleged event occurred on the 6th use of the instrument. Image/video review: no investigation required as no image or video clip for the reported event was submitted for review. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The alleged event occurred on the 6th use of the instrument. Thus, the instrument was not expired at the time. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had tears in the coating on the black cable located on the insulation piece. There was no patient involvement.